Manufacturer narrative:
Follow-up # 1 ¿ (03/20/2015). The patient¿s meter has been returned on 10/23/2014 and evaluated by lifescan product analysis on 3/6/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a bad contact issue between spc pins and the strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.